Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side "implant rupture" , "important inflammatory reaction", " capsule grade ii"' and "infiltrated lymphnodes by silicone substance at bilateral axillary level. ¿ device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side "implant rupture" , "important inflammatory reaction", " capsule grade ii"' and "infiltrated lymphnodes by silicone substance at bilateral axillary level. Device has been explanted.